Event description:
A healthcare facility in china reported that the dryline of a rt268 infant dual-heated evaqua2 breathing circuit was found with incorrect connector. On 29 november 2021, an investigation was completed indicating that the malfunction would result in a leak. There was no patient involvement.

Manufacturer narrative:
(B)(6). Method: the complaint rt268 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph revealed the heater wire pin of inspiratory limb was bent. Conclusion: without the complaint device, we are unable to confirm the fault of the device. However, it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle or if a worn heater wire adaptor is used. All rt268 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt268 infant dual heated evaqua2 breathing circuits also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - visually inspect breathing sets for damage before use (e.g. A crushed tube or cracked connector) and replace if damaged.

Event description:
A healthcare facility in (B)(6) reported that the dryline of a rt268 infant dual-heated evaqua2 breathing circuit was found with incorrect connector. On (B)(6) 2021, an investigation was completed indicating that the malfunction would result in a leak. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information about the reported event. We will provide a follow up report upon the completion of our investigation.